Manufacturer narrative:
Final analysis found that a partial lead was returned. The insulation was damaged due to clavicular crush at 24.8 cm and at 24.9 cm from the distal tip. Bent coil due to clavicular crush was found between 25.5 cm to 26.1 cm from the distal tip. The damage found in this region could have contributed to the noise observed in the field.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise due to clavicular crush. The lead was explanted and replaced. The patient was doing well post procedure.